Event description:
On 24th april, 2024, getinge became aware of an issue with one of surgical lights - hanaulux 2000. It was stated that accessory was degraded with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Further clarification provided by getinge employee indicated that the structure that holds the handle and spring arm cover was damaged and there was no missing particles so no particles could fell down into the sterile field. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of missing particles, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable.

Manufacturer narrative:
The correction of b5 describe event, h6 medical device ¿ problem code, h6 investigation findings and h6 component codes deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 24th april, 2024 getinge became aware of an issue with one of surgical lights - hanaulux 2000. It was stated that accessory was degraded with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 24th april, 2024 getinge became aware of an issue with one of surgical lights - hanaulux 2000. It was stated that accessory was degraded with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Further clarification provided by getinge employee indicated that the structure that holds the handle and spring arm cover was damaged and there was no missing particles so no particles could fell down into the sterile field. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of missing particles, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable. Previous h6 medical device ¿ problem code: mechanical problem/detachment of device or device component//2907 material integrity problem/degraded//1153 corrected h6 medical device ¿ problem code: material integrity problem/crack//1135 no apparent adverse event///3189 previous h6 component codes: mechanical/dome//793 corrected h6 component codes: mechanical/holder//838 previous h6 investigation findings: results pending completion of investigation///3233 corrected h6 investigation findings: none initially provided information was pointing to accessory degraded with missing particles. The issue is considered as safety related as any particles falling off into sterile field or during procedure may cause contamination. According to additional clarification provided by the getinge technician, the initial information was not clear. It was determined that the issue investigated herein is not safety and risk related as there was no indication of missing particles on this device. The investigation was performed. The investigated scenarios did not cause risk to human life. The review of the customer product complaints, related to investigated issue in time, shows that there is no regular income. No apparent reason was identified for suggesting to open a CAPA or evaluation for the need of another action in the market.

Manufacturer narrative:
E1b event site name: (B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
On 24th april, 2024 getinge became aware of an issue with one of surgical lights - hanaulux 2000. It was stated that accessory was degraded with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.